Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 1 year after primary cemented tka the tibia is found loose and replaced. It is very likely that some accident may have happened during cement preparation/deposition, because at such short time it is unlikely that any other mechanical cause may have determined this loosening, but of course no final conclusion can be drawn.

Event description:
Revision surgery about 1 year and 4 months after primary for tibial tray loosening. The surgery was completed successfully, tibial devices replaced.